Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set line was occluded during the infusion. The following information was provided by the initial reporter: "the pump beeps after several hours of infusing that the line is occluded. The bedside nurses have assessed the site and changed to a new tubing, but it continues to do that."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by customer that "pump beeps after several hours of infusing that the line is occluded... Nurses have assessed the site and changed to a new tubing, but it continues to do that." This could not be verified due to the product not being returned for failure investigation. A device history record review for model#10010453 and lot number 22055926 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot # 22055926. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set line was occluded during the infusion. The following information was provided by the initial reporter: "the pump beeps after several hours of infusing that the line is occluded. The bedside nurses have assessed the site and changed to a new tubing, but it continues to do that."